Event description:
It was reported that during the implant procedure, the lead helix was extended before it was manually screwed out and could have caused a perforation. The lead eventually went into wrong lumen instead of inferior vena cava (ivc). Case was abandoned and patient observed in cardiac care unit (ccu) worried for any pericardial effusion. The remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.